Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that when used the last 2 times, the skin graft was being wound through mesher on the dermacarrier the skin was chewed up and was unable to be used. Skin was placed on dermacarrier correctly and mesher was used correctly. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information it has been determined that this report was filed in error and should be voided.